Event description:
Patient reported right side "pain," "tight numb on the sides," "knots in there," and lymphoma," pathological markers confirming alcl have not been received.¿ patient additionally reported "always tired and sleeping," and "pulling on my skin," all not related to the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma -alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma -alcl suspected.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported capsular contracture, baker grade unknown and "lumpy, skin tearing, pulling and pain".